Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st rpl. Approx 3 months post index procedure the patient suffered a gi bleed. The patient was on dapt at the time of the event.